Event description:
On (B)(6) 2013 pt was receiving a fitting, audiologist indicated the device was exhibiting abnormal feedback and sensor test. The feedback scan indicated broad spectrum (electrical) feedback. On (B)(6) 2014 pt went in for a local anesthesia surgery which replaced the sound processor (sp). On (B)(6) 2014 the sound processor was received by envoy. As documented in the attached report, the electrical feedback was shown to arise from abrasive damage, most likely caused by the sp being improperly secured. This known issue has been addressed recently, with mitigating actions which were not implemented at the time of this original implant. No pt injury other than revision surgery resulted.

Manufacturer narrative:
The conclusions of this analysis are: the electrical components of the sound processor were operating within specification (not including the visually identifiable damage to the header and ma dip coat which offer electrical isolation). The nature of the damage reflects abrasion between the sp and the sp well drilled in the skull for immobilizing the device. The damage to the sound processor header ma dip coat is a known issue addressed in (B)(4). The occurrence rate for this failure was reviewed and remains within anticipated levels (4/100<1/100). The mitigating actions of (B)(4) had not been implemented at the time that this sp was implanted, and this case does not reflect the effectiveness of those mitigating actions.